Event description:
Medtronic received information that this bioprosthetic valve, implanted four months, was found on echocardiographic exam to have thrombus on the leaflet. It was reported that the patient was placed on anticoagulation therapy which reduced the size of the visible thrombus and the gradient.

Manufacturer narrative:
(B)(4). Device history reviewed. Device history review found the product met specifications when released for distribution. Cause of event cannot be determined. No product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for products released for distribution. No issues were identified that would have impacted this event. Without product return, no definitive conclusions can be drawn regarding the cause of the event, however, thrombus is generally considered a patient related condition.